Event description:
The customer reported that while on a pt and shortly after switch from ac power to battery power, the ventilator alarmed audibly and visually. The customer stated that the ventilator stopped cycling. There was no pt harm.